Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6 h11. The device was returned to olympus for inspection and the reported failure video output becomes choppy was not confirmed, the reported failure disconnection was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable loosening, electrical contact corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had disconnection and choppy video image. The issue was found during inspection for use. There were no reports of patient harm.